Event description:
It was reported that a physician's programming system is not functioning properly. The site has three and the other two work fine. The one that is not functioning she said that it will not interrogate patients. She said that they tried replacing the wand battery but it still will not interrogate. She said there is no frozen screen, it just will not communicate with patients' generators. She mentioned that a back-up system is used so no problems with patients. The programming system was returned for product analysis. The wand performed according to functional specifications. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.